Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead and pacemaker was being seen for a follow up and to schedule a device change out. Interrogation of the pacemaker discovered that there has been noise on the ra lead that was being oversensed and causing inappropriate atrial tachycardia responses (atr). There was some noise present on the right ventricular (rv) lead; however, it was not being sensed. The pacing impedance measurements on both leads have remained relatively stable. Boston scientific technical services (ts) was contacted and the ts consultant discussed that after reviewing the noise and taking into consideration of the age of the leads, revising both leads during the change out was suggested. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient underwent a procedure and a new pacemaker and leads were implanted on their left side. The previous system remains implanted in the patient with the programmed parameters adjusted to their lowest possible settings. No additional adverse patient effects were reported.